Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected: a cut / tear was noted in the silicone housing, this is the cause of the leakage noted by the customer. A 2nd mark was also noted in the silicone housing. The cut / tear and 2nd mark are probably due to a sharp or pointed object coming into contact with the silicone housing. All devices are tested 100% for pressure leak test. Review of the history device records confirmed the valve product code 0148csd, with lot ctfchc, conformed to the specifications when released to stock on the 12th june 2015. The root cause of the problem reported by the customer is probably due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU silicone has a low cut/tear resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Surgeon, confirmed the valve was leaking when he inserted it.